Event description:
It was reported that the 9800 system would not save cine images nor send them to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was reformatted and the calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.